Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to the pld (programmable logic device) chip on the c/a board. The pld programming was corrupt. The root cause for the corrupt pld programming is unknown. The monitor was removed from service. No adverse event resulted from the defective monitor.